Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient and his wife were both sleeping, the wife woke up around 3:30 am to see how the patient was doing and she found the patient unconscious. The wife called the ambulance and the patient was taken to the hospital. At the hospital they performed a blood test and the blood sugar reading was 30 mg/dl, they treated the patient with unspecified boost shots of glucose (the patient cannot remember the brand or any other details). While the patient was at the hospital the wife went home and checked the receiver which recorded cgm values 100 mg/dl at 2:00 am. The patient was admitted to the hospital for a different reason, not related to diabetes or the dexcom device. Patient was discharged and recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.